Manufacturer narrative:
Evaluation of the control panel arm will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an epiq ultrasound system had a control panel arm fail during transport. There was no serious injury associated with this event.

Manufacturer narrative:
Evaluation of the control panel arm determined design and component improvements were required to improve stability. An improved control panel mount design with upgraded components has been implemented.